Event description:
A customer reported experiencing a cartridge alarm 30 but confirmed that there was no adverse impact on their blood glucose level. Customer service educated the caller on the proper procedure for removing the used cartridge during the loading process. Technical support assisted the customer in loading a new cartridge correctly, allowing the customer to successfully resume insulin therapy. The issue was resolved.